Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (hw41047) and the associated outflow graft (17328723-1073) were not returned for evaluation. Log file analysis revealed a slight decrease in power consumption and estimated flow starting on 16-feb-2023; however, parameters remained within the normal operating range. No alarms were logged within the analyzed period. Information received from the site indicated that the patient was admitted for concern of stroke; the patient experienced left-sided weakness that resolved spontaneously with no residual deficit. A computerized tomography (CT) scan gave concern for a ventricular assist device (vad) thrombus in the inflow cannula, and a transesophageal echocardiogram (tee) revealed a clot on the outflow graft. A repeat computed tomography angiography (cta) showed no acute intracranial abnormality or occlusion, and a transient ischemic attack (tia) was suspected. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed decrease in power/flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, tia and thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and an tiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 17328723-1073 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. B5 was corrected to indicate that the patient had a driveline infection treated with chronic antibiotics; h6 was corrected to include e0133 and e1901. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that at the time the patient was admitted for concerns of stroke, a CT scan was concerning for thrombus in the right middle cerebral artery territory. The patient also had a chronic driveline infection and was on chronic antibiotics. The patient was discharged home on hospice care as the patient did not want to further pursue treatment of infection and was not a candidate for a vad exchange. The patient was unable to tolerate the antibiotics needed to treat the infection due to their side effects. The patient later electively deactivated the vad and subsequently expired.

Event description:
It was reported that the patient was admitted for concern of stroke. The patient experienced left-sided weakness that resolved spontaneously with no residual deficit. Computerized tomography (CT) scan results gave concern for a ventricular assist device (vad) thrombus in the inflow cannula. The patient underwent a transesophageal echocardiogram (tee) for further evaluation of the suspected thrombus, and a clot was confirmed on the outflow graft. A repeat computed tomography angiography (cta) showed no acute intracranial abnormality or occlusion; a transient ischemic attack (tia) was suspected. The patient's international normalized ratio (inr) goal was increased. The patient's medication was held and additional medication was started. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125, catalog #: 1125, lot #: 17328723-1073, device available for evaluation: no, labeled for single use: yes. Patient ime code(s): e0514, e0137, e1621. Imf code(s): f1203, f08, f2203, f2303. Img code(s): g07001. FDA device code(s): a24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: outflow graft serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and the associated outflow graft ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in power consumption and estimated flow starting on (B)(6) 2023; however, parameters remained within the normal operating range. No alarms were logged within the analyzed period. The reported thrombus event could not be confirmed due to insufficient information. Of note, information provided by the site indicated that the patient expired after electively deactivating the vad. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed decrease in power/flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, neurological dysfunction, thrombus, driveline infection, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.